Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred for two days. The customer reported moderate ketones and elevated blood glucose (bg) levels above 300 (mg/dl). A bolus and insulin pens were delivered to address bg levels. The cartridge, tubing and site were changed to address occlusion alarms. During troubleshooting with tandem technical support, the pump was performing as expected.